Event description:
It was reported that the patient came in two days after implant in "incredible pain". There is no capture today at maximum output on the right ventricular lead. The impedance has also decreased. A possible lead perforation is suspected. The lead was revised and is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4196 implantable pacing lead (B)(6) 2013, 5076 implantable pacing lead (B)(6) 2013. (B)(4).